Event description:
It was reported that the physician's handheld would not hold a charge. Troubleshooting was performed and the handheld was unplugged after several hours of charging and the battery depleted within an hour. The physician was provided a new programming tablet. The handheld is expected to be returned for analysis, but has not been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the handheld is not being returned at this time due to the previously reported issue as the physician has requested to keep the device.